Manufacturer narrative:
Product event summary the full lead was returned and analyzed. No anomalies were found. The analyst noted no tissue found on helix at time of analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure, due to the presence of tissue in the lead tip, the tip could not be affixed. Using saline solution, gauze, and instruments, the tissue in the tip was removed repeatedly and tip fixation was attempted. Despite the attempts, tissue got entangled in the tip again while manipulating the lead in the cardiac chamber, and no improvement was seen. The rv lead was removed and not implanted. A new was used to complete the procedure. No patient complications have been reported as a result of this event.